Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly in use when a patient expired. The ventilator was returned to the manufacturer for evaluation. The device was tested and no issues or malfunctions were observed which would prevent or impact the ventilator from delivering therapy. An issue with the device's detachable battery was found during testing. Based on information from the device's downloaded error log, this issue was confirmed to have occurred three months after the date of the reported event ((B)(6) 2014). No other issues were observed in the downloaded error log that would indicate a malfunction or loss of therapy occurred. Based on test results and information contained in the device's downloaded error log, the manufacturer concludes the ventilator did not cause or contribute to the reported event.

Event description:
The manufacturer received info alleging a pt expired while a ventilator was in use. The manufacturer is currently investigating the event will file a follow up report when the investigation is complete.